Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located at the right coronary artery. A 2.25x12mm promus element plus drug eluting stent was selected for use and advanced but failed to cross the lesion. Upon retrieving the device, it was noticed that the stent was lifted. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.